Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to physical stress (e.g., dropping, bumping, etc.), or deterioration due to chemical stress, such as those used in the cleaning, disinfection, and sterilization process. However, a definitive root cause could not be determined. The device's operation manual (revised number 19) provides the following warning which may help to prevent the issue: "do not forcefully bend, hit, pull, twist, or drop the distal end, insertion tube, bending section, operation section, universal cord, or scope connector of the endoscope.¿. Upon inspection and testing of the returned device, the reported issue (leakage from insertion part) was confirmed and found to be caused by external factors. It was observed there was a leakage due to a hole in the insertion tube. In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The adhesive on the bedding section cover was chipped, shadows were observed in the displayed image, ghosting occurred in the image, and the instrument channel port was shaved. Scratches were observed on the insertion tube, the tip cover, the switch button #1, the objective lens, the distal end of the device, the boot of the insertion tube, the switch box, the scope cover, the up/down knob, the right/left knob, the grip, the universal cord, the boot on the scope connector side of the universal cord, and the scope connector due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device exhibited a leakage from the insertion part. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive on the lighting lens was peeled off which resulted in a gap on the distal end. This report is being submitted for the malfunction found during evaluation (adhesive peeling). Additional details were requested regarding the reported event; however, no further information was available.